Event description:
Report received of the pump delivering past the set volume to be infused. The pump was programmed to deliver a volume of 280ml at a rate of 205ml/hour. The pump delivery rate was reportedly decreased to 185ml/hour and the volume to be infused was not changed. The pump reportedly delivered a volume of 307ml (27 ml past the reported set volume to be infused). There was no reported adverse patient event. The pt was monitored with no reported required intervention. Though requested, there was no additional information available.